Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that high impedance readings kept changing to different electrodes intra-op. The hcp tried a new lead but the issue did not resolve. It was reviewed that the lead might need to settle into position. No patient complications were reported.

Event description:
Additional information was received from the manufacturer representative on 2019-feb-22 reporting that this was a lead revision and implantable neurostimulator (ins) change. A new ins was used just to be safe and the same issues were occurring. Images of the second ins within the operating room showed the same issues as the first one but on different contacts ( electrodes 6, 7, 12, and 13 as avoid because impedances were 40,000 ohms). The wens was discarded by the consumer and would not be returned for analysis. An image of the connectivity check on the wens with contacts 4, 9, 10 as avoid was provided by the manufacturer representative but they did not believe there was anything wrong with the wens. Immediately postop the impedances as well as connection were still showing red xx. It even went from 3 "bad" electrodes to 4. This morning when the manufacturer representative programmed the patient all was perfect. Green check marks as well as great coverage. No further complications were reported.

Manufacturer narrative:
Concomitant medical devices: product ID 977c190, serial# (B)(4), explanted: product type lead product ID 977c190, serial# (B)(4), implanted: (B)(6) 2019, explanted: product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they were unsure of the cause of the connection and impedance issues. They stated that they ended up using a new ins and lead. The rep noted that they will be returning the devices they opened and didn't use. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.